Event description:
Baxter (B)(4) received a report that an infusor "could not be primed" before patient connection. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter received one sample containing approximately 40 ml of fluid in the reservoir. Visual examination of the unit found no signs of blockage in the delivery tubing that could have caused the reported condition. The blue winged luer cap was subsequently removed. Immediately after removal, prime and flow were readily observed at the luer. Therefore, the reported condition was not confirmed. The root cause was determined to be user error. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A labeling review found the directions for use - directions for filling and priming adequate for the use/user error identified in this incident.